Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found the stent struts lifted and pulled in a distal direction past the distal markerband. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29apr2019. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.